Manufacturer narrative:
Additional information: device mfg date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was fully seated. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Sensor was reprogrammed and performed simvivo test. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver reported that a customer was unable to receive sensor scan readings on her adc freestyle libre due to an error message and subsequently lost consciousness. Paramedics were called, who received a reading of 21 mg/dl, diagnosed the customer with hypoglycemia, and administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer was unable to receive sensor scan readings on her adc freestyle libre due to an error message and subsequently lost consciousness. Paramedics were called, who received a reading of 21 mg/dl , diagnosed the customer with hypoglycemia, and administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.